Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation :other') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". The patient's medical history included multigravida and tubal pregnancy (1 tubal pregnancy in 2005.). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011 the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In j(B)(6) 2015, the patient experienced back pain ("back pain/lower back pain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), headache ("headaches") and pelvic pain ("pelvic pain") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics and ibuprofen. Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, bladder disorder, urinary tract disorder, alopecia, tooth disorder, headache, weight increased, vaginal haemorrhage, menorrhagia, migraine, abdominal distension, vaginal discharge, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2010 and 06-(B)(6) 2010. Current weight as of (B)(6) 2019: 195 lbs. Approximate weight at the time of essure placement: 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, bloating, abdominal pain, vaginal discharge were added. Treatment drugs and historical conditions were added. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation :other') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test? No". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), alopecia ("hair loss"), tooth disorder ("dental problems") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the uterine perforation, genital haemorrhage, dysmenorrhoea, back pain, bladder disorder, urinary tract disorder, alopecia, tooth disorder, headache and weight increased outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, tooth disorder, urinary tract disorder, uterine perforation, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injury were updated dysmenorrhea (cramping), back pain, bleeding: other, perforation :other, bladder/urinary problems, hair loss, dental problems, headaches, weight gain,weight loss, confirmation test? No. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.